Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event. Exact event date is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation resulting in the return of essential tremor symptoms. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively, and tremor symptoms are under control. The explanted device was retained by the hospital and was not returned.

Manufacturer narrative:
Device technical analysis: the device was not returned as it was retained by the hospital. As such, physical analysis has not been conducted in our laboratory. Device history record review: a review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed based on the dfu and it did not reveal any anomalies as it states, weakness, muscle spasms, shaking, restlessness, problems with movement and a loss of adequate stimulation are known risk with the use of deep brain stimulation (dbs). Investigation conclusion: the device was not returned as it was retained by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of loss of stimulation resulting in a return of tremor symptoms is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation resulting in the return of essential tremor symptoms. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively, and tremor symptoms are under control. The explanted device was retained by the hospital and was not returned.